Event description:
It was reported via literature article that serious adverse events occurred. A retrospective, single-center study was completed to assess the rate of arrhythmia recurrence in patients who underwent pulmonary vein isolation (pvi) with either radiofrequency (rf) energy or pulse field ablation (pfa). Procedure summary: two hundred and ten (210) patients underwent pvi procedures and one hundred and eight (108) of these 210 patients received pfa using the farawave catheter. Left atrial access was obtained via fluoroscopy guided and pressure guided transseptal puncture. A three (3) dimensional reconstruction of the left atrium and pulmonary veins was created using rotational angiography in patients with an estimated glomerular filtration rate above 30 ml/min/1.73 m2. The farawave catheter was used to isolate the pulmonary veins under fluoroscopy. Each pulmonary vein received four (4) applications using the basket catheter and four (4) applications using the flower configuration of the farawave catheter to complete the standard 32 application lesion set. Additional applications between the veins were delivered at the discretion of the operator. One patient in the pfa group had posterior wall application performed. Electrical isolation was assessed by exit block testing with pacing. Procedural complications: of the 108 patients included in the study who underwent pfa via the farawave catheter, atrial fibrillation recurrence prior to discharge occurred in two (2) patients and arterio-venous fistula occurred in one (1) patient. Pericardial effusion occurred in four (4) patients with delayed tamponade one (1) day post index procedure which required surgical intervention. Seventeen (17) patient required cardioversion and one (1) patient required post-procedural hospitalization. No further information on the status of the patients is available.

Manufacturer narrative:
Krzowski b, et al. Pulmonary vein isolation with radiofrequency ablation and pulsed-field ablation: follow up with real world data. Polish archives of internal medicine. 2025 aug 26 135(7 to 8) 17062. Doi 10.20452/pamw.17062. Epub 2025 jul 4. Pmid 40613878. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available because the patient events were reported via literature article. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.